Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they need to adjust her stimulation. She hasn't called for a long time and doesn't quite know what to do. Patient said, they are not getting any results and not getting good bladder control. The issue has been going on for months (2024). Patient had a fall about 6 weeks ago where they sat on a hard surface. They didn't hit their head or anything. Her muscles are still healing and they are still in quite a bit of pain. Walked caller through checking her settings. Patient was on program 4 at 1.5 volts. Patient increased the stimulation to 4.2 and didn't feel anything. Patient tried switching programs and increasing the stimulation all the way up and didn't feeling anything. On the call had patient change programs and increase the stimulation on each program. Patient got no stimulation sensation on any of the programs. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.